Manufacturer narrative:
Cause of motor stall is a corroded motor/gearbox. The gearbox was removed from motor, and motor tested functional. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Event description:
It was reported that the mdu hand control shaver stopped working during surgery. No injuries or complications were reported.